Event description:
When dr impacted the ceramic liner into the trident psl solid shell it wasn't fully seated so he tried to remove it with a bristow elevator, it did not disengage so he used the trident liner removal tool, as he was trying to disengage the liner the trident shell then started to move so he decided to impact the liner again. After impacting the liner he noticed what looked like a scratch on the ceramic so he removed both the shell and liner. Replaced the solid shell with a psl cluster shell, with one 30mm screw and a replacement ceramic liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues involving a trident psl ha solid back 50mm was reported. The event was not confirmed. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. A complaint history review indicated that there have not been any other events for the specified lot. The reported event involves an attempt to remove the liner that was not fully seated. This caused the shell to move, so the doctor impacted the liner again. After impacting the surgeon noticed a scratch on the liner and removed both the shell and the liner. It is likely that the initial attempt to remove the liner from the shell created the reported scratch marks. Visual inspection of the returned devices clearly shows that the liner is malpositioned within the shell. This indicates that the liner was malpositioned before impaction. Therefore the cause of this event is user related.

Event description:
When dr impacted the ceramic liner into the trident psl solid shell it wasn't fully seated so he tried to remove it with a bristow elevator, it did not disengage so he used the trident liner removal tool, as he was trying to disengage the liner the trident shell then started to move so he decided to impact the liner again. After impacting the liner he noticed what looked like a scratch on the ceramic so he removed both the shell and liner. Replaced the solid shell with a psl cluster shell, with one 30mm screw and a replacement ceramic liner.